Event description:
The dome part was detached. This incident was found when the catheter was exchanged. The catheter was placed at the pt for six months. The evacuation of the dome was found on the fourth day after the incident occurred.